Event description:
Patient was revised to address a disassociation. It was noted that there was wear on the head due to articulation with the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient was experiencing squeaking in their hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/10/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update received 3/7/17. The sales rep has reported the revision of the acetabular cup.

Manufacturer narrative:
Additional narrative: patient was revised to address a disassociation. It was noted that there was wear on the head due to articulation with the cup. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/09/2015-clinical der was received. There is no new information that would change the existing MDR decision. Clinical der was attached (B)(6) 2015. **update received 11/2/15. An additional clinical report has been received. It states liner failure wear. The complaint is being updated for the poly wear. *complaint was updated on 11/5/15. Update rec'd 11/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, prior to being revised the patient was experiencing squeaking in their hip. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 12/10/2015.